Manufacturer narrative:
A1: patient identifier- (B)(6). A2: patient age at time of enrollment- 62 years old.

Event description:
Elegance study. It was reported that an occlusion occurred, requiring additional intervention and device. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the right distal superficial femoral artery, right proximal popliteal artery, right mid popliteal artery extending into right distal popliteal artery with proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm with lesion length of 150 mm and 100% stenosis and was classified as tasc ii c lesion. Prior to target lesion treatment, balloon dilatation was performed using 3.0 mm x 100 mm coyote pta balloon. The treatment of target lesion was performed by dilatation using study device 6 mm x 200 mm ranger drug coated balloon. Following post treatment stent was placed with 6.0 mm x 130 mm innova bare metal stent and the final residual stenosis was noted to be 5%. On the same day, the subject was discharged on dual antiplatelet therapy. Per edc, on (B)(6) 2022, the subject was noted with the symptoms related to occlusion of distal right sfa and popliteal artery. Per source, on the same day, pvl arterial duplex right lower extremity revealed occlusion through right mid sfa to distal sfa and stented right popliteal artery. On (B)(6) 2022, abi was noted as 0.32 (0.73) and rle arterial duplex revealed occlusion of the right mid to distal sfa. On 14-nov-2022, 265 days post index procedure, 100% stenosis noted in distal sfa, proximal popliteal artery, mid popliteal artery and distal popliteal artery were treated by percutaneous transluminal angioplasty, drug eluting stent and stent-graft placement. Final residual stenosis was noted to be 5%. Per source, on the same day, ivus evaluation of right tibioperoneal trunk, popliteal artery, superficial femoral artery was performed. Then balloon angioplasty of right popliteal artery and right sfa was performed using 5 mm x 220 mm sterling balloon followed by placement of 5 mm x 150 mm non-boston scientific stent from the p3 segment of right popliteal artery extending back to the p1 segment and 6 mm x 100 mm eluvia stent to the most proximal aspect of the lesion. Subsequently, on the same day, balloon angioplasty of proximal posterior tibial artery and peroneal artery were performed using 4 mm x 100 mm drug eluting balloon. Per edc, on (B)(6) 2022, the event was considered to be resolved.

Manufacturer narrative:
B5 updated in the supplemental report a1: patient identifier-(B)(6), a2: patient age at time of enrollment- 62 years old.

Event description:
Elegance study: it was reported that an occlusion occurred, requiring additional intervention and device. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the right distal superficial femoral artery, right proximal popliteal artery, right mid popliteal artery extending into right distal popliteal artery with proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm with lesion length of 150 mm and 100% stenosis and was classified as tasc ii c lesion. Prior to target lesion treatment, balloon dilatation was performed using 3.0 mm x 100 mm coyote pta balloon. The treatment of target lesion was performed by dilatation using study device 6 mm x 200 mm ranger drug coated balloon. Following post treatment stent was placed with 6.0 mm x 130 mm innova bare metal stent and the final residual stenosis was noted to be 5%. On the same day, the subject was discharged on dual antiplatelet therapy. Per source, on (B)(6) 2022, the subject was noted with the symptoms related to occlusion of distal right sfa and popliteal artery. Per source, on the same day, pvl arterial duplex right lower extremity revealed occlusion through right mid sfa to distal sfa and stented right popliteal artery. On 14-nov-2022, abi was noted as 0.32 (0.73) and rle arterial duplex revealed occlusion of the right mid to distal sfa. On (B)(6) 2022, 265 days post index procedure, 100% stenosis noted in distal sfa, proximal popliteal artery, mid popliteal artery and distal popliteal artery were treated by percutaneous transluminal angioplasty, drug eluting stent and stent-graft placement. Final residual stenosis was noted to be 5%. Per source, on the same day, ivus evaluation of right tibioperoneal trunk, popliteal artery, superficial femoral artery was performed. Then balloon angioplasty of right popliteal artery and right sfa was performed using 5 mm x 220 mm sterling balloon followed by placement of 5 mm x 150 mm non-boston scientific stent from the p3 segment of right popliteal artery extending back to the p1 segment and 6 mm x 100 mm eluvia stent to the most proximal aspect of the lesion. Subsequently, on the same day, balloon angioplasty of proximal posterior tibial artery and peroneal artery were performed using 4 mm x 100 mm drug eluting balloon. Per source, on 14-nov-2022, the event was considered to be resolved. It was further reported that the target lesion was located in the right proximal superficial femoral artery, right distal superficial femoral artery, right proximal popliteal artery, right mid popliteal artery extending into right distal popliteal artery. It was again further reported that the target lesion was in the right proximal superficial femoral artery, right mid superficial femoral artery, right distal superficial femoral artery, right proximal popliteal artery, right mid popliteal artery extending into right distal popliteal artery.

Manufacturer narrative:
B5 updated in the supplemental report. A1: patient identifier- (B)(6). A2: patient age at time of enrollment- 62 years old.

Event description:
Elegance study: it was reported that an occlusion occurred, requiring additional intervention and device. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the right distal superficial femoral artery, right proximal popliteal artery, right mid popliteal artery extending into right distal popliteal artery with proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm with lesion length of 150 mm and 100% stenosis and was classified as tasc ii c lesion. Prior to target lesion treatment, balloon dilatation was performed using 3.0 mm x 100 mm coyote pta balloon. The treatment of target lesion was performed by dilatation using study device 6 mm x 200 mm ranger drug coated balloon. Following post treatment stent was placed with 6.0 mm x 130 mm innova bare metal stent and the final residual stenosis was noted to be 5%. On the same day, the subject was discharged on dual antiplatelet therapy. Per edc, on (B)(6) 2022, the subject was noted with the symptoms related to occlusion of distal right sfa and popliteal artery. Per source, on the same day, pvl arterial duplex right lower extremity revealed occlusion through right mid sfa to distal sfa and stented right popliteal artery. On (B)(6) 2022, abi was noted as 0.32 (0.73) and rle arterial duplex revealed occlusion of the right mid to distal sfa. On (B)(6) 2022, 265 days post index procedure, 100% stenosis noted in distal sfa, proximal popliteal artery, mid popliteal artery and distal popliteal artery were treated by percutaneous transluminal angioplasty, drug eluting stent and stent-graft placement. Final residual stenosis was noted to be 5%. Per source, on the same day, ivus evaluation of right tibioperoneal trunk, popliteal artery, superficial femoral artery was performed. Then balloon angioplasty of right popliteal artery and right sfa was performed using 5 mm x 220 mm sterling balloon followed by placement of 5 mm x 150 mm non-boston scientific stent from the p3 segment of right popliteal artery extending back to the p1 segment and 6 mm x 100 mm eluvia stent to the most proximal aspect of the lesion. Subsequently, on the same day, balloon angioplasty of proximal posterior tibial artery and peroneal artery were performed using 4 mm x 100 mm drug eluting balloon. Per edc, on (B)(6) 2022, the event was considered to be resolved. It was further reported that the target lesion was located in the right proximal superficial femoral artery, right distal superficial femoral artery, right proximal popliteal artery, right mid popliteal artery extending into right distal popliteal artery.

Event description:
Elegance study: it was reported that an occlusion occurred, requiring additional intervention and device. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the right distal superficial femoral artery, right proximal popliteal artery, right mid popliteal artery extending into right distal popliteal artery with proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm with lesion length of 150 mm and 100% stenosis and was classified as tasc ii c lesion. Prior to target lesion treatment, balloon dilatation was performed using 3.0 mm x 100 mm coyote pta balloon. The treatment of target lesion was performed by dilatation using study device 6 mm x 200 mm ranger drug coated balloon. Following post treatment stent was placed with 6.0 mm x 130 mm innova bare metal stent and the final residual stenosis was noted to be 5%. On the same day, the subject was discharged on dual antiplatelet therapy. On (B)(6) 2022 the subject was noted with the symptoms related to occlusion of distal right sfa and popliteal artery. Per source, on the same day, pvl arterial duplex right lower extremity revealed occlusion through right mid sfa to distal sfa and stented right popliteal artery. On (B)(6) 2022 abi was noted as 0.32 (0.73) and rle arterial duplex revealed occlusion of the right mid to distal sfa. On (B)(6) 2022 265 days post index procedure, 100% stenosis noted in distal sfa, proximal popliteal artery, mid popliteal artery and distal popliteal artery were treated by percutaneous transluminal angioplasty, drug eluting stent and stent-graft placement. Final residual stenosis was noted to be 5%. Per source, on the same day, ivus evaluation of right tibioperoneal trunk, popliteal artery, superficial femoral artery was performed. Then balloon angioplasty of right popliteal artery and right sfa was performed using 5 mm x 220 mm sterling balloon followed by placement of 5 mm x 150 mm non-boston scientific stent from the p3 segment of right popliteal artery extending back to the p1 segment and 6 mm x 100 mm eluvia stent to the most proximal aspect of the lesion. Subsequently, on the same day, balloon angioplasty of proximal posterior tibial artery and peroneal artery were performed using 4 mm x 100 mm drug eluting balloon. Per edc, on (B)(6) 2022 the event was considered to be resolved. It was further reported that the target lesion was located in the right proximal superficial femoral artery, right distal superficial femoral artery, right proximal popliteal artery, right mid popliteal artery extending into right distal popliteal artery. It was again further reported that the target lesion was in the right proximal superficial femoral artery, right mid superficial femoral artery, right distal superficial femoral artery, right proximal popliteal artery, right mid popliteal artery extending into right distal popliteal artery. It was further reported that on (B)(6) 2022 subject was diagnosed with rest pain of right foot and rutherford classification of 4. After the procedure, the event was considered resolved and at the time of event, the subject was on dual antiplatelet therapy.

Manufacturer narrative:
B5 updated in the supplemental report. A1: patient identifier- (B)(6). A2: patient age at time of enrollment- 62 years old.